Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to perform one treatment when the oad crown jumped forward a small distance when it did not easily pass through the stenosis. A major dissection in the left anterior descending artery (lad) was observed. The dissection quickly became larger and impacted the lad, left main artery, and circumflex artery. Medication was administered and a non-csi device was used. Stents were placed in the vessel to improve circulation. The patient was intubated. The patient was admitted to the intensive care unit. The patient was in stable condition.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).